Event description:
Reference number (B)(4). Event occurred in sweden. On (B)(6) 2024, patient faced three infusion set's kinked cannula events. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024-31870 - device 1 of 3